Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, cholecystectomy, abdominal tenderness, paratubal cyst, endometriosis, uterine fibroid and ovarian cyst. Hysterosalpingogram (hsg). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia),"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dermatitis ("dermatitis,") and rash ("rash or skin condition type:"). The patient was treated with surgery (ablation and bilateral laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, alopecia and dermatitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, cholecystectomy, abdominal tenderness, paratubal cyst, endometriosis, uterine fibroid and ovarian cyst. Hysterosalpingogram (hsg). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia),"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dermatitis ("dermatitis,") and rash ("rash or skin condition type:"). The patient was treated with surgery (ablation and bilateral laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, alopecia and dermatitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Reporter information and patient medical history added. Pelvic pain updated to serious incident with essure removal. Essure removal details added and action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram (hsg). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal), "), menorrhagia ("abnormal bleeding (menorrhagia), "), alopecia ("hair loss"), dermatitis ("dermatitis,") and rash ("rash or skin condition type:"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vulvovaginal pain, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, alopecia and dermatitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dermatitis, hair loss, rash were added. New reporter, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.